Event description:
It was reported that a user of the ilet with a connected g7 cgm experienced a low blood glucose episode confirmed by a fingerstick of 70 mg/dl, occurring shortly after a lunch meal announcement made right before eating, with no recent illness, medication changes, or device setting changes reported. Symptoms included hypoglycemia requiring treatment. Outcomes included self-management with oral carbohydrates per coaching, with no emergency care or hospitalization. Investigation included a structured troubleshooting review of recent device use, including confirmation of recent bg run mode earlier in the day, a recent fill tubing during which the user was disconnected, no recent weight or target changes, no additional insulin outside the system, no calibration discrepancies, and no exercise or disconnection around the time of the event. Investigation of this case revealed no device alarms, malfunctions, or configuration issues and did not identify a definitive precipitating factor, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.